Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). Four months ago at follow up, the monitoring voltage was 2.95v with a charge time of 7.2 seconds. Currently the charge time is 13.3 seconds with a monitoring voltage of 2.8v. This device is part of the avt latching population (6/17/2005) and renewal 3 & 4 microswitch population (6/23/2005).